Event description:
Additional information indicates that the surgical intervention took place on (B)(6) 2023 where the ipg was replaced to address the issue.

Manufacturer narrative:
The reported observation was confirmed. No charging was observed. The spacing was reduced in .25-inch segments down to .25 inch and no charging was observed. An x-ray of the device revealed the charging feedthru wires did not appear to be fully seated at the coil wire connection turrets within the header assembly. R&d engineering performed an additional investigation and confirmed the cause of the reported observation was due to the seating of the charge coil assembly within the ipg header during the manufacturing process. CAPA 135908 has been opened to address this issue.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient is unable to charge ipg as the patient's ipg is unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be undertaken to resolve the issue.